Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer changed the infusion site multiple times in an attempt to resolve the issue. System check was performed with tandem technical support and no issues were found with the pump and supplies. To resolve the issue, the customer reported a new infusion site and insulin was loaded. Blood glucose level ranged from 296-331 (mg/dl).